Manufacturer narrative:
Ref. Related mfgr report numbers: 2015691-2017-04482, 2015691-2017-04483, 2015691-2017-04484, 2015691-2017-04485, 2015691-2017-04486, 2015691-2017-04489, 2015691-2017-04492, 2015691-2017-04493.

Manufacturer narrative:
The valves were not returned to edwards for evaluation as they remain implanted. Attempts to obtain additional details concerning placement of a second valve for all cases have been unsuccessful. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, as information was not forthcoming, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, the reasons for the deployment of a second valve cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The dates of the events are unknown, therefore the sapien 3 approval date was noted. Investigation is ongoing. Bibliography: husser, oliver, et al. "Multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves." Jacc: cardiovascular interventions 10.20 (2017): 2078-2087.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled ¿multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves" reported that post transfemoral tavr procedure in the aortic position, a total of 9 patient¿s required ¿multiple valves¿ (exact date are unknown).